Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation, it was identified that the power settings and coolant lever were at an acceptable level. The fse proceeded to perform tests and found that all measurable parameters have been verified as passing and are within the manufacturer specifications. All optics were verified, clean and aligned. The foot pedal/lasing message could not be recreated; therefore, the reported failure of foot pedal fired without being pressed could not be confirmed. No further issues were identified during service, and the console was confirmed to be fully functional. The alleged console complaint could not be confirmed. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a procedure, the foot pedal fired without being pressed and the console displayed error 39. The procedure was completed using another device. There were no patient complications.